Event description:
It was reported that post a drug eluting stenting treatment procedure, stent thrombosis occurred. The 100% stenosed lesion being treated was located in the mildly calcified, mildly tortuous mid circumflex (cx). The lesion was not predilated. The physician deployed a 2.50x32mm taxus liberte drug eluting stent. The stent was well apposed. Medications given included: heparin, integrilin, aspirin and plavix. Six days post, the initial procedure, the pt presented with chest pain. Angiography identified in-stent thrombosis in the previously deployed stent. A suction device was used to remove the thrombus and balloon inflations were performed. Pt status reported as "ok/stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.